Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion. The insertable cardiac monitor (icm) was found visible from the opened incision site of the implanted device pocket. The physician explanted the icm to resolve the issue. The patient was in stable condition throughout the procedure.